Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead and right atrial (ra) lead were going to be explanted for an unknown reason. However, the rv and ra lead remain in use until the procedure occurs. No patient complications have been reported as a result of this event.